Event description:
As reported for this event by the customer, the device did not power up. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has no repair history within the past year. Upon inspection and testing, it was observed that the device did not power up. This is attributed to the failure of the printed circuit board. The root cause of this failure could not be determined. Other observations for the device are: peeling of screen coating, crack in rear panel screw hole, and discoloration due to deterioration of rear panel. Supplemental report(s) will be submitted when any relevant new information is available.